Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observations of oversensing, noisy signals, and inappropriate shock are known inherent risks associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode remains implanted; therefore, product analysis could not be performed. However, the reported observations are addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this electrode remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observations are covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed the events of oversensing, noisy signals, and inappropriate shock were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to artifact oversensing in primary vector. In-clinic isometrics were conducted, and artifacts were reproduced in primary and alternate vectors. Secondary vector did not record any artifacts. As such, the device was programmed to secondary vector. X-ray imaging was later obtained which showed electrode displacement. A defibrillation threshold (dft) test was performed which was effective. An electrode replacement procedure is tentatively scheduled mid to end (B)(6) 2024. No additional adverse patient effects were reported. This electrode remains in service. Additional information: the local area boston scientific field representative spoke with dr. (B)(6) on (B)(6) 2024. The doctor has decided not to perform a revision procedure and will instead closely monitor the patient via the latitude remote patient monitoring system. Should additional pertinent information be received in the future, an updated report will be issued. Additional information received on 06-march-2026 indicates this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated after an allegation of high impedance on the previous day by a doctor's office. The findings confirmed the allegation as an impedance measurement of 400 ohms was observed. Sensing of an isoelectric signal was also observed. Dr. (B)(6) ordered device therapy to be turned off and recommended a system revision. However, the patient left against medical advice. No adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to artifact oversensing in primary vector. In-clinic isometrics were conducted, and artifacts were reproduced in primary and alternate vectors. Secondary vector did not record any artifacts. As such, the device was programmed to secondary vector. X-ray imaging was later obtained which showed electrode displacement. A defibrillation threshold (dft) test was performed which was effective. An electrode replacement procedure is tentatively scheduled mid to end (B)(6) 2024. No additional adverse patient effects were reported. This electrode remains in service. Additional information: the local area boston scientific field representative spoke with dr. (B)(6) on (B)(6) 2024. The doctor has decided not to perform a revision procedure and will instead closely monitor the patient via the latitude remote patient monitoring system. Should additional pertinent information be received in the future, an updated report will be issued. Additional information received on 06-march-2026 indicates this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated after an allegation of high impedance on the previous day by a doctor's office. The findings confirmed the allegation as an impedance measurement of 400 ohms was observed. Sensing of an isoelectric signal was also observed. The physician ordered device therapy to be turned off and recommended a system revision. However, the patient left against medical advice. No adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a051201. Investigation summary: with all the information, boston scientific concludes the reported clinical observations of oversensing, noisy signals, and inappropriate shock are known inherent risks associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode remains implanted; therefore, product analysis could not be performed. However, the reported observations are addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this electrode remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observations are covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed the events of oversensing, noisy signals, and inappropriate shock were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to artifact oversensing in primary vector. In-clinic isometrics were conducted, and artifacts were reproduced in primary and alternate vectors. Secondary vector did not record any artifacts. As such, the device was programmed to secondary vector. X-ray imaging was later obtained which showed electrode displacement. A defibrillation threshold (dft) test was performed which was effective. An electrode replacement procedure is tentatively scheduled mid to end (B)(6) 2024. No additional adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to artifact oversensing in primary vector. In-clinic isometrics were conducted, and artifacts were reproduced in primary and alternate vectors. Secondary vector did not record any artifacts. As such, the device was programmed to secondary vector. X-ray imaging was later obtained which showed electrode displacement. A defibrillation threshold (dft) test was performed which was effective. An electrode replacement procedure is tentatively scheduled mid to end (B)(6) 2024. No additional adverse patient effects were reported. This electrode remains in service. Additional information: the local area boston scientific field representative spoke with dr. (B)(6) on (B)(6) 2024. The doctor has decided not to perform a revision procedure and will instead closely monitor the patient via the latitude remote patient monitoring system.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to artifact oversensing in primary vector. In-clinic isometrics were conducted, and artifacts were reproduced in primary and alternate vectors. Secondary vector did not record any artifacts. As such, the device was programmed to secondary vector. X-ray imaging was later obtained which showed electrode displacement. A defibrillation threshold (dft) test was performed which was effective. An electrode replacement procedure is tentatively scheduled mid to end (B)(6) 2024. No additional adverse patient effects were reported. This electrode remains in service. Additional information: the local area boston scientific field representative spoke with dr. (B)(6) on (B)(6) 2024. The doctor has decided not to perform a revision procedure and will instead closely monitor the patient via the latitude remote patient monitoring system. Should additional pertinent information be received in the future, an updated report will be issued. Additional information received on 06-march-2026 indicates this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated after an allegation of high impedance on the previous day by a doctor's office. The findings confirmed the allegation as an impedance measurement of 400 ohms was observed. Sensing of an isoelectric signal was also observed. Dr. Halfenberg ordered device therapy to be turned off and recommended a system revision. However, the patient left against medical advice. No adverse patient effects were reported. This electrode remains in service.